Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had scratches on screen making it difficult to view display. The customer¿s blood glucose was unknown at the time of incident. The customer also reported that insulin pump had crack near the arrow buttons had to press buttons more than once to respond and random no delivery alarms. The insulin pump will not be returned for analysis.